Event description:
Customer removed device from pt to perform suctioning. When they went to put the device back on the pt, the ventilator looked like it was powered off but the power switch was in the on position. There was no pt harm or change in therapy.